Event description:
It was reported that pump battery would not charge even though caller used working wall outlets, tandem charging cable, tandem wall adapter, and tried different adapters and cables, and pump displayed a power source alert but did not recognize charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, instructed customer to place faulty pump into storage mode, re-enter pump settings and reconnect continuous glucose monitor on replacement device, and return malfunctioning pump using prepaid shipping label, which customer understood and acknowledged.